Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a recorded battery depletion alert. Rhythmcare referred the patient to a healthcare professional to get their device checked. This device remains in service. No adverse patient effects were reported.